Event description:
A transoral incisionless fundoplication (tif) procedure was performed on a patient who had previously undergone a nissen procedure which failed due to it being loose. The tif procedure was uneventful and was completed successfully. The patient bled several times post procedure and several esophagogastroduodenoscopy's (egd's) were performed with negative results. Thirteen days passed and while the patient was in the hospital, their blood pressure dropped and an urgent egd revealed an arterial pumper at the site of a fastener which required an injection of epinephrine and application of clips to control the bleeding. The bleeding stopped and the patient recovered.

Manufacturer narrative:
Device evaluated by manufacturer: no allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for evaluation.